Manufacturer narrative:
As reported, an attempt to deploy a mynx grip was made. The sealant was stuck on the mynx wire. It was observed after the tech shuttled down the sealant and retracted the 6f non-cordis sheath to attempt and tamp the sealant on the vessel. The tamping rod was stuck in the sheath and was never exposed. The physician reported it was a challenging angiography with a calcium shelf in the vessel, proximal to the arteriotomy. Calcium was present proximal to the arteriotomy, prompting guidance from an experienced tech and physician to slightly deflate the balloon while pulling back to avoid rupturing it, with no noted issues otherwise. They believe there were no issues with that technique. The whole process was done under fluoroscopy. They ended up doing a manual hold with no complications. There was no reported injury to the patient. The deployer's mynx training status is "in training," having deployed with a certified user and representative present during the procedure. The device was stored according to the instructions for use (IFU). No anomalies were noted prior to use. The mynx vcd was prepped according to IFU without any noted difficulties. The device storage temperature did not exceed 25 °c. There was no resistance or excessive force applied when shuttling down. The advancer tube was not engaged or visible, and no unusual force was applied when retracting the sheath. There were no kinks in the sheath or device after removal. The vessel diameter was verified to be greater than or equal to 5 mm, and the angle of access was between 30 and 45 degrees. There was no scar tissue present in the vicinity of the puncture site. There was little vessel tortuosity. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open. The syringe was returned attached on the device. The advancer tube and sealant were returned in manufacturing position inserted into a non-cordis procedure sheath, as received. The condition of the returned device indicates the device was not deployed. Additionally, no visual damages or anomalies were observed. The sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results obtained show that no problems in the device¿s deployment mechanism were present, as this could be actioned as expected, advancing the advancement tube, and deploying the contained sealant. The reported ¿sealant - failure to deploy - advancer tube¿ and ¿sealant ¿ sealant stuck to device components¿ were not confirmed during functional analysis, the device worked as intended and no damages or anomalies were observed. The exact cause of the reported event could not be determined as the device passed functional analysis. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the event may have been due to incorrect adherence to the instructions for use (IFU). According to the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged with the proximal tamp lock at the definitive stop, the advancer tube and sealant may follow the shuttle cartridge back out of the tissue tract during retraction, resulting in an attempted deployment failure. The information available for review and the product analysis do not suggest that the reported events are related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, an attempt to deploy a mynx grip was made. The sealant was stuck on the mynx wire. It was observed after the tech shuttled down the sealant and retracted the 6f non-cordis sheath to attempt and tamp the sealant on the vessel. The tamping rod was stuck in the sheath and was never exposed. The physician reported it was a challenging angiography with a calcium shelf in the vessel, proximal to the arteriotomy. Calcium was present proximal to the arteriotomy, prompting guidance from an experienced tech and physician to slightly deflate the balloon while pulling back to avoid rupturing it, with no noted issues otherwise. They believe there were no issues with that technique. The whole process was done under fluoroscopy. They ended up doing a manual hold with no complications. There was no reported injury to the patient. The deployer's mynx training status is "in training," having deployed with a certified user and representative present during the procedure. The device was stored according to the instructions for use (IFU). No anomalies were noted prior to use. The mynx vcd was prepped according to IFU without any noted difficulties. The device storage temperature did not exceed 25 °c. There was no resistance or excessive force applied when shuttling down. The advancer tube was not engaged or visible, and no unusual force was applied when retracting the sheath. There were no kinks in the sheath or device after removal. The vessel diameter was verified to be greater than or equal to 5 mm, and the angle of access was between 30 and 45 degrees. There was no scar tissue present in the vicinity of the puncture site. There was little vessel tortuosity. The device will be returned for evaluation.

Event description:
As reported, an attempt to deploy a mynx grip was made. The sealant was stuck on the mynx wire. It was observed after the tech shuttled down the sealant and retracted the 6f non-cordis sheath to attempt and tamp the sealant on the vessel. The tamping rod was stuck in the sheath and was never exposed. The physician reported it was a challenging angiography with a calcium shelf in the vessel, proximal to the arteriotomy. Calcium was present proximal to the arteriotomy, prompting guidance from an experienced tech and physician to slightly deflate the balloon while pulling back to avoid rupturing it, with no noted issues otherwise. They believe there were no issues with that technique. The whole process was done under fluoroscopy. They ended up doing a manual hold with no complications. There was no reported injury to the patient. The deployer's mynx training status is "in training," having deployed with a certified user and representative present during the procedure. The device was stored according to the instructions for use (IFU). No anomalies were noted prior to use. The mynx vcd was prepped according to IFU without any noted difficulties. The device storage temperature did not exceed 25 °c. There was no resistance or excessive force applied when shuttling down. The advancer tube was not engaged or visible, and no unusual force was applied when retracting the sheath. There were no kinks in the sheath or device after removal. The vessel diameter was verified to be greater than or equal to 5 mm, and the angle of access was between 30 and 45 degrees. There was no scar tissue present in the vicinity of the puncture site. There was little vessel tortuosity. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.